Manufacturer narrative:
(B) (4). The ge service rep repaired the down movement key and checked the system error. The system now operates as intended.

Event description:
The customer reported that there was a problem with the vertical lift and the key cover was broken. No pt injury was reported.